Manufacturer narrative:
Additional information and corrected data: the fields below have been updated in this filing as per new information received: section b3 - date of event: (B)(6) 2023. Section b5 - describe event or problem: the patient did not have any pre-existing condition that could lead to the capsular rupture. The lens was removed and replaced during the initial surgery. The replacement lens details were not provided. The procedure was successfully completed without complications. The patient presents with good vision. Section e1- initial reporter title, first & last name: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed due to a capsular rupture that occurred subsequent to the iol implantation. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.